Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during open reduction internal fixation (orif) of ulna and radius procedure, an inserter broke during insertion of titanium elastic nail. Surgeon used another one from the set. Procedure was successful. No fragments were generated. No delay in surgery reported. Patient status is unknown concomitant devices reported: unknown ten nail (part # /lot # /quantity: unknown). This complaint involves one (1) device. This report is for one (1) inserter f/ten. This is report 1 of 1 for (B)(4).